Event description:
Customer during a pre use checks reported the device found with multiple error codes on screen ( error codes on screen e117, e237 and e238). The device was replaced with similar device. There was no patient harm, no user injury reported due to the event. Device evaluation found black debris and nylon brush fibers are lodged in the air / water nozzle .

Manufacturer narrative:
During initial inspection of the device, foreign debris was found protruding from the air/water nozzle. A black rubber like material and a nylon fiber, possibly from a brush protruding from the outlet pipe observed. A full technical evaluation was completed in accordance with the OEM (original equipment manufacturer) specification. The following defects were identified: outlet pipe - blockage evident. Water removal - fail. Water channel volume - fail. Service repair noted, technical evaluation performed has not confirmed the customer specified fault ¿error codes on screen( e117, e237 and e238 ). Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer during a pre use checks reported the device found with multiple error codes on screen (error codes on screen e117, e237 and e238). The device was replaced with similar device. There was no patient harm, no user injury reported due to the event. The device was returned and inspected. Device evaluation found black debris and nylon brush fibers are lodged in the air / water nozzle. This report was submitted for the event found at evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign material or specify the root cause of the material caught in the nozzle. The user can detect the suggested event by handling the device in accordance with the following instructions for use (IFU): "operation manual_ inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Operation manual_ inspection of the endoscopic system: inspection of the air-feeding function / inspection of the objective lens cleaning function". The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "operation manual_ inspection of accessories_ inspection of the air/water and suction valves: note: the air/water and suction valves are consumables. If the inspection of the air/water or suction valve reveals any irregularity, use new valves. Check for excessive scratching or tears in the air/water valve¿s seals. Reprocessing manual_ function and inspection of the accessories for reprocessing_ channel cleaning brush (bw-20t): inspection: check the bristles for damage. If the bristles are crushed, gently straighten them with your gloved fingertips. Channel-opening cleaning brush (mh-507): inspection: check the bristles for any damage. If the bristles are crushed, gently straighten them with your gloved fingertips. Aw channel cleaning adapter (mh-948): inspection: check for debris, cracks, scratches, and other damage. Single use combination cleaning brush (bw-412t): check the channel cleaning brush and channel-opening cleaning brush parts for loose or missing bristles. Caution: do not reprocess the single use combination cleaning brush prior to use. The brush may be damaged. Manually cleaning the endoscope and accessories_ brush the channels: the channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use." Olympus will continue to monitor field performance for this device.